Event description:
New information received indicated that patient presented for follow up with episodes of external noise causing oversensing and charging. The patient was having dialysis treatment during the time of the episodes. No therapy was delivered. No other similar episodes were reported after another treatment. The patient will continue to be monitored.

Event description:
It was reported that post sensed t-wave oversensing was observed. The patient received inappropriate atp and hv therapy. The device was reprogrammed and remains implanted. It was also reported that the patient was previously brought in for dft testing due to a signal dropout. The morphology of the r-waves on the egm were varied. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.